Event description:
Reporter alleged obtaining discrepant pt blood glucose results of 28 mg/dl back to back with a result of 367 mg/dl when testing was performed within one minute of each other on the advantage system. Reporter stated the pt was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.